Event description:
Using a smart pill box with alarms that tell me how many and when to take medication it told me to take a quantity of 5 for 2 different medications that could have led to serious health effects up to and including heart attack for the dosage it told me to take. I realized the error and notified the manufacturer and they said there was a bug in the system and they were working on the problem. However they did not send communication blount to users stating this could be errors. This is for elliegrid smart pillbox. FDA safety report ID# (B)(4).